Event description:
It was reported during the lower anterior resection, the cs150 was assembled and the scrub nurse could not get the tips to align properly after the hand piece was attached. Another cs150 was used to complete the case. There was no consequence to the pt.